Event description:
Pt scheduled for bilateral breast capsulectomies and removal of implants. When the surgeon was trying to remove the left implant from the capsule the implant ruptured. None of the silicone gel spilled into the breast or surrounding tissue, per the surgeon. The left implant had been intact up until this time. The right breast implant was intact before and after capsulectomy. The implants had been implanted sometime in the 70s and the explanting surgeon and the pt were unaware of who the MFR was. The implants were sent for routine pathology and nothing abnormal was reported.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.